Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-01212 and 3006705815-2023-01217. It was reported that the patient's leads migrated and the ipg was damaged as a result of trauma. Surgical intervention was undertaken in which the leads and the ipg were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.